Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 5372801 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 5372801 was manufactured according to the wi version 95 manufactured in the line inset 3, on 15/feb/2022, with a total of (B)(4) units. Trending: a query was run in database on 31-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 5372801 and no other more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to the emergency room (ER) on (B)(6) 2023 and was hospitalized due to bent cannula. Highest bg related to the incident was over 400 mg/dl as a treatment, patient received IV and fluids of saline and insulin. Patient was released 3 days after admission customer replaced infusion set and resumed insulin deliveries successfully no further information available.